Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces and on the lcd board. All of the buttons functioned properly and no button error alarm noted. No moisture damage noted on the motor assembly. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture on the display. The customer was out running when the issue occurred. The customer reported that the insulin pump had unresponsive buttons, leading the device to alarm button error. The customer's blood glucose was 4.5 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.